Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a procedure on the jawbone, the bur broke along the shaft. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the bur was subjected to an excessive bending moment or contacted metal during use which caused it to fracture. The quality investigation is complete.

Event description:
It was reported that during a procedure on the jawbone, the bur broke along the shaft. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.